Event description:
It was reported to medtronic minimed that the customer received pump error 38 alarm (no motor movement or negligible movement. Retries to free a stuck motor failed), low reservoir alarm and reported frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarm and display issues. Customer was unable to clear the alarm. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify low reservoir alarm due to the pump error 38 alarm during rewind. No frozen display noted during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on (B)(6) 2025 there were seven (7) pump error 38 alarms generated. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), or the force sensor noted however, found dried insulin on motor shaft and motor slide. The following were noted during a physical inspection: scratched case, faded serial number label, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 38 alarm complaint is confirmed due to dried insulin on motor shaft and motor slide. Frozen display complaint is not confirmed. Low reservoir alarm complaint is unknown due to the pump error 38 alarm during rewind. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.